Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide did not move forward and that the cannula did not deploy as intended and insert into the skin. The patient reported that they are new to using omnipod and have a lot of scar tissue. When the patient removed the pod, the pod's cannula was found bent. No impact to the patient's glucose level was reported. The pod was not worn and a new pod was placed.